Event description:
An olympus field service engineer reported on behalf of the customer, the bronchovideoscope experienced leakage from bending section during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the coating on the connecting tube was peeling. This is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a scratch on bending section cover, water tightness was lost. In addition to the finds, distal end and universal cord was dented. The distal end, control unit, scope cover, grip, angulation lever, video connector and up/down plate was scratched. Adhesive on bending section cover was cracked. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, storage environment. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.